Manufacturer narrative:
Initial and final MDR 1909023 - MDR 3003442380-2024-14015 - device 1 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusions set leakage at site event on (B)(6) 2024. Infusion set has been used for 1-2 days. Customer replaced infusion set and resumed insulin successfully. No further information available.